Manufacturer narrative:
The reported issue of channel error code 354.6770.0 occurring at power on was confirmed and duplicated during the investigation. The device error log review found the channel error had been recorded a total of 25 times in the log with the last fifteen recorded incidents occurring after the pressure sensor assembly had been replaced by bd service personnel. The testing performed found the channel error ceased after the pressure sensor harness had been touched and the error did not return when the harness had been removed and reconnected. The testing outcome indicated there may be an intermittent malfunction occurring with the pressure sensor harness assembly. The logic board, pressure sensor assembly and the pressure sensor harness assembly are being replaced as a preventative measure with the removed parts forwarded to the operations engineering group to identify the root cause. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that an unknown user reported to biomed that a channel error (354.6770.0) occurred when powering on the device. No patient harm was reported. The biomed investigation identified an error 354.6770.0 (pressure sensor disc failure) in the logs on the day of event.